Event description:
It was reported that the burr was stuck on the guidewire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro and rotawire extra support were selected for use. Following the procedure, during removal, it was noted that the rotawire was kinked within the rotapro advancer and the burr were stuck on the wire, close to the lesion. The rotapro and rotawire were removed and replaced. Procedure was completed and there were no patient complications reported.